Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause is unknown. The external segment of a 2.7 fr s/l broviac catheter was returned for investigation. The returned sample exhibited evidence of use. Tape residue was noted on the luer adaptor and crimp collar. The lumen volume and half of the ¿clamp here¿ designation, which are printed on the clamping oversleeve, were worn from the tubing. Debris was observed in the crevices of the clamp. The intermediate tubing extended 4 mm from the distal end of the clamping oversleeve. The proximal end of the clamping oversleeve had separated from the crimp collar. The crimp collar had been crimped and an impression remained in the clamping oversleeve, which indicates that the product was manufactured correctly. An 8 mm gap was visible between the distal end of the crimp collar and the proximal end of the clamping oversleeve. A tear in the circumferential direction was observed in both the intermediate and 2.7fr tubing 7.5 mm from the distal end of the crimp collar. A microscopic examination of the tear revealed a jagged and granular surface. The cross section at the distal end of the catheter segment was glossy and striated, which indicates that the catheter was cut with a sharp instrument. It was reported that an attempt was made to repair the catheter. A functional test revealed that fluid would leak from the hole in the section of catheter between the distal end of the crimp collar and the proximal end of the clamping oversleeve. It is unknown how or when the damage occurred. Since the printing was worn outside the designated clamping area, it is possible that the catheter was clamped near the luer adaptor, which may have damaged the tubing. The catheter should always be clamped over the reinforced clamping sleeve, but never over the section of tubing directly adjacent to the connector. Tensile weakness was also observed in the section of tubing distal to the crimp collar, which indicates that the tubing may have been weakened from stretching. The catheter was most likely damaged during use. It was reported that the catheter was placed (B)(6) 2016 and removed (B)(6) 2016. It appears that the catheter was placed and used without problems for a period of time. A lot history review (lhr) of reap0493 showed no other similar product complaint(s) from this lot number.

Event description:
On 12/13/2016- it was reported by facility that the patient had a 2.7 fr broviac placed in right internal jugular. Patient presented to ed for tear and leaking from broviac line. It was stated that the writer attempted to repair line but inner lumen had separated from outer lumen and attempts to insert stent of repair kit into inner lumen pushed the inner lumen further into the outer lumen and caused outer lumen to bubble out. Writer made two unsuccessful attempts to repair line. Patient was then admitted as patient was tpn dependent.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause is unknown. The external segment of a 2.7 fr s/l broviac catheter was returned for investigation. The returned sample exhibited evidence of use. Tape residue was noted on the luer adaptor and crimp collar. The lumen volume and half of the ¿clamp here¿ designation, which are printed on the clamping oversleeve, were worn from the tubing. Debris was observed in the crevices of the clamp. The intermediate tubing extended 4 mm from the distal end of the clamping oversleeve. The proximal end of the clamping oversleeve had separated from the crimp collar. The crimp collar had been crimped and an impression remained in the clamping oversleeve, which indicates that the product was manufactured correctly. An 8 mm gap was visible between the distal end of the crimp collar and the proximal end of the clamping oversleeve. A tear in the circumferential direction was observed in both the intermediate and 2.7fr tubing 7.5 mm from the distal end of the crimp collar. A microscopic examination of the tear revealed a jagged and granular surface. The cross section at the distal end of the catheter segment was glossy and striated, which indicates that the catheter was cut with a sharp instrument. It was reported that an attempt was made to repair the catheter. A functional test revealed that fluid would leak from the hole in the section of catheter between the distal end of the crimp collar and the proximal end of the clamping oversleeve. It is unknown how or when the damage occurred. Since the printing was worn outside the designated clamping area, it is possible that the catheter was clamped near the luer adaptor, which may have damaged the tubing. The catheter should always be clamped over the reinforced clamping sleeve, but never over the section of tubing directly adjacent to the connector. Tensile weakness was also observed in the section of tubing distal to the crimp collar, which indicates that the tubing may have been weakened from stretching. The catheter was most likely damaged during use. It was reported that the catheter was placed (B)(6) 2016 and removed (B)(6) 2016. It appears that the catheter was placed and used without problems for 6 months, which indicates that the hole most likely developed during use. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.